Event description:
The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the pt is experiencing frequent charging. The pt has to charge every other day. The pt always recharges until full battery is observed. A new charger was sent to the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.